Event description:
It was reported that the patient had a failed knee replacement due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown - unknown articular surface - unknown; unknown - unknown tibial component - unknown. Foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01080, 0001822565-2022-01081.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the event as the patient was revised due to tibial loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.